Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two clearlink solution sets were unable to prime while preparing a lipid infusion for a patient. The sets were attached to the bag and were reported to not allow any solution to enter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. During visual inspection, a cloudy dot was observed in the union between the filter and the tube. Inspection using magnification showed excess of solvent. Pressure test and clear passage under water were performed. Pressure test and clear passage under water were performed and testing failed to meet specifications. The reported issue was verified. The cause was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.